Event description:
The customer reported poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and changed the abs table settings. System is operating as intended. This MDR is related to ge healthcare complaint.